Event description:
It has been reported, during recovery post-implant the pt lost sensation in her upper and lower extremities. The surgeon decided to bring the pt back into the operating room to explant the system lead. Follow-up on the pt indicated, her symptoms have partially resolved post-explant. The pt has some movement in her lower extremities and some sensation in the upper arms. The pt's symptoms are gradually improving. The pt is being considered to be placed in a rehabilitation facility for further care.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.